Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the seals on the 511s and 511sl from the ftr72 were split when removed from the kit. The scrub reported that she used them anyway and the surgeon found that they leaked. The trocars were replaced in order to finish the procedure. There was no consequence to the pt.